Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20106406 . Medical device expiration date: 2023-10-30 . Device manufacture date: 2020-10-13. Medical device lot #: 20076490. Medical device expiration date: 2020-07-16. Device manufacture date: 2020-07-16. Investigation summary: twenty-eight 2000e-04 samples were received in sealed packaging for investigation; twenty were from lot 20106406 and the other eight were from lot 20076490. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the eight samples from lot 20076490 and eight samples from lot 20106406; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106406 and 20076490 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned extension sets. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned samples, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned samples it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that 20 smartsite needle-free connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: bd smartsite bungs have been identified as not being able to flush. On further investigation it appears that 2 batches appear to be the issue. On first use, unless the syringe is screwed all the way to the neck of the bung, fluid is unable to be pushed through the bung. Staff have been educated on this. However issue remains because if syringe screwed on too tightly, unable to remove.